Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set and was alerted by insulin flow blocked alarm which occurred during therapy. No further information available.

Manufacturer narrative:
(B)(6).